Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging carton information issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The lfs product(s) has/have been requested for return to lifescan for evaluation. If the product is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 ¿ (02/09/2014), the patient¿s test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The test strips were evaluated and found to have the print missing from strip carton. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.